Event description:
It was reported that the right ventricular (rv) lead impedance exceeded 3000 ohms and persistent noise was observed. A chest x-ray also showed what appeared to be a lead fracture near the subclavian region. This lead was capped and replaced. No additional adverse patient effects were reported.